Manufacturer narrative:
Investigation summary: it was reported that a female patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac perforation requiring no interventions. During the procedure, while the physician was re-positioning the thermocool® smart touch¿ bi-directional navigation catheter in the left ventricle (lv), the patient complained about chest pain. Pericardial effusion was noted with the intracardiac echo (ice). Reminder of the procedure was stopped. Heparin was reversed with protamine. At the time of the event, there was no radio frequency (rf) being delivered. The patient was reported in stable condition and the effusion did not increase in size. No medical/surgical intervention was required. The patient was transferred to the intensive care unit (ICU) for observation and monitoring. Extended hospitalization was not required. The device was visually inspected, and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed, and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30130390m number, and no internal actions was found during the review. Concomitant products: non-biosense webster, inc. Product - st. Jude medical agilis transseptal needle, catalog #: unknown, lot #: unknown. Biosense webster, inc. ¿ product - carto 3 system, catalog #: unknown, serial #: unknown. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a female patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac perforation requiring no interventions. During the procedure, while the physician was re-positioning the thermocool® smart touch¿ bi-directional navigation catheter in the left ventricle (lv), the patient complained about chest pain. Pericardial effusion was noted with the intracardiac echo (ice). Reminder of the procedure was stopped. Heparin was reversed with protamine. At the time of the event, there was no radio frequency (rf) being delivered. The patient was reported in stable condition and the effusion did not increase in size. No medical/surgical intervention was required. The patient was transferred to the intensive care unit (ICU) for observation and monitoring. Extended hospitalization was not required. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related; the physician applied too much force while trying to maneuver the catheter in the left ventricle which resulted in cardiac perforation. Transseptal puncture was performed with a st. Jude medical agilis transseptal needle. There was no evidence of steam pop during the ablation. The catheter irrigation was set at 30 ml/min while ablating and 2 ml/min when not ablating. No error messages were observed on any biosense webster, inc. Equipment during the procedure. The thermocool® smart touch¿ bi-directional navigation catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit (piu). The carto 3 system did not indicate to re-zero the catheter. The biosense webster, inc. Product analysis lab received the device for evaluation on april 13, 2019 and it was described that there was no visual damage or anomalies observed.